Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station lost telemetry monitoring. No patient or user harm was reported. A spacelabs product support specialist reviewed logs provided by the customer and confirmed there were network connectivity issues and the ethernet cable was found to be crimped. However, the cause of the network disruption was not determined. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.